Manufacturer narrative:
Date of event was approximated to (B)(6), 2013, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implanting healthcare facility is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure performed on (B)(6), 2013. As reported by the patient's attorney, the patient had experienced an unspecified injury. On (B)(6), 2019, the patient had undergone a revision surgery.